Manufacturer narrative:
Part number and UDI# updated and confirmed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site had a power surge while the imaging system was plugged in. The breakers tripped and the mobile view station (mvs) would not power up. The site tried multiple outlets. This issue was discovered outside of a procedure and there was no patient present when this issue was observed.